Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received with the floor damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, no clips were fed due to the returned condition of the floor. However, it could not be determined what may have caused the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h91m15 expiration date: 06/2016 manufacturing date: 07/2011 (B)(4).

Event description:
It was reported that during laparoscopic cholecystectomy procedure, there was an issue with the device. Unknown if another device was used to complete the procedure. Unknown if there were any adverse consequences for the patient.